Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold measurements and decreased pacing impedance measurements of 364 ohms. Diagnostic imaging was performed and didn't note an obvious lead dislodgement, however, a micro-dislodgement was suspected. A revision procedure was performed. The lead was repositioned and acceptable measurements were obtained. No additional adverse patient effects were reported. This product remains implanted and in service.